Event description:
Additional information was received that the cause for the previously reported clinical observations was lead dislodgement. More specifically, there was not enough slack in the right ventricular (rv) lead when implanted, so the lead became partially dislodged. As a result, the rv lead had to be repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pacing thresholds, undersensing and intermittent capture. No asystole was reported. As a result, this rv lead was repositioned. The repositioning procedure was successful and no further issues were noted. No additional adverse patient effects were reported.